Manufacturer narrative:
The field service engineer (fse) cleaned the sample probe, sipper probe and liquid level detection. He replaced the pinch valve tube and performed a data check. After service, no further issues were reported by the customer. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii, elecsys ft4 ii assay, elecsys tsh assay and elecsys pth immunoassay results for four patient samples tested on a cobas 8000 - cobas e 602 module. The questionable results were not reported outside of the laboratory. The repeat results were deemed correct. The initial ft3 result was 2.35 pg/ml with a repeat of 1.30 pg/ml. The initial ft4 result was 7.77 ng/dl with a repeat of 1.30 ng/dl. The initial tsh result was 4.56 uiu/ml with a repeat of 11.53 uiu/ml. The initial pth result was 5.12 pg/ml with a repeat of 35 pg/ml. The ft3, ft4, tsh and pth reagent lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.